Event description:
Philips received a complaint by the customer on the v60 indicating that a 1009 "pressure regulation high" error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was taken out of service. The customer called technical support to report that a 1009 "pressure regulation high" error occurred. While on the phone with the remote service engineer (rse), the customer was able to verify the issue--the tubing was crossed between the gas outlet and gas delivery system (gds). The customer also informed the rse that the flow sensor assembly was recently replaced. The customer disconnected and reconnected the tubing, and the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.